Event description:
It was reported that during patient use, a ventilator was constantly alarming. The patient was removed from the ventilator and placed on an alternate device. There was no harm to the patient. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The field service engineer (fse) evaluated the ventilator and did not duplicate the reported issue. The ventilator passed all testing and was run under supervision without incident.